Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). (B)(6).

Event description:
It was reported that the bd solomed syringe plunger stopper was defective/deformed before use. The defective stopper event occurred 7 times. The following information was provided by the initial reporter, translated from (B)(6) to english: we have 6 more units with the same defect, totaling 7 units with the plunger break defect in store. We also have 1 unit that the rubber came with a defective seal and 1 unit that came without the needle.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and quality occurrence potentially related to the occurrence was observed. Photos of reported incident were received to analysis. It was possible to observe premature plunger activation and needle missing. However, it was not possible observe stopper defective, not being possible confirm this incident. The potential cause for the occurrence related to premature plunger activation, is a jam at assembly process, leading to the premature activation. Another potential root cause is a weakening at plunger causing the activation force low. Also, is necessary check the customer product usage as the breakable plunger is part of product function to prevent syringe reusage. For the missing needle incident, a possible cause is a failure in the needle assembly station. As an action to improve the process, the vision system for product quality control will be replaced, documented according to ca071 / 2020. H3 other text : see h.10

Event description:
It was reported that the bd solomed¿ syringe plunger stopper was defective/deformed before use. The defective stopper event occurred 7 times. The following information was provided by the initial reporter, translated from portuguese to english: we have 6 more units with the same defect, totaling 7 units with the plunger break defect in store. We also have 1 unit that the rubber came with a defective seal and 1 unit that came without the needle.